Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v302176, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v302176, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient had very little care for their implantable neurostimulator (ins) after it was implanted. The patient¿s health care provider (hcp) moved after implant. The patient found them a year later and saw them once, but the hcp left after that. The patient was referred to another hcp who told the patient that their battery would probably be dying. The patient had been having problems with their ins and noted that they did have a bladder sling and had a prolapse in that too. When the patient sat down at night it vibrated really, really heavy and it would do that for a while. After the patient went to sleep it woke them up and the stimulation was strong. The patient had tried to turn it down but it didn¿t seem to help. The patient¿s ins was basically turned off and they declined making adjustments over the phone as their partner was the only one who that knew how to adjust it. This had been going on for about 3 months and the patient really thought they needed to see someone. It was further reported that the therapy was working some for the patient. The patient saw their hcp a couple of months ago and was told that the 2 to 3 lead wires were not working and their ins battery was 95 percent depleted. The patient wanted to find an hcp that could correct their leads and replace their ins. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.